Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), high pacing thresholds was observed in septal position of the device. Operator then positioned the leadless ipg in the apex with good measurements but the patient became unresponsive for five minutes. Cardiac perforation with tamponade and cardiac arrest were noted and cardiopulmonary resuscitation and pericardial draining were performed. Leadless ipg remains in use. No further patient complications have been reported as a result of this event.